Event description:
It was reported that during a left percutaneous nephrostomy procedure, the radio opaque marker came off inside of the patient. During a percutaneous nephrostomy procedure, the radio opaque marker came off of the accustick ii catheter inside of the patient's kidney. The physician was able to retrieve the marker with a vascular sheath and by aspirating with a syringe. It was reported the physician stated "not understanding why the marker came off, he had been using the device for many years". The procedure was successfully complete with another accustick ii catheter. No further complications occurred and the patient condition was reported as fine.